Manufacturer narrative:
The customer reported that the unit was displaying issues where the primary oxygen saturation (spo2) was dropping off the monitor, and the probe would not light up. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for all the information : no reply was received.

Event description:
The customer reported that the unit was displaying issues where the primary oxygen saturation (spo2) was dropping off the monitor, and the probe would not light up. No patient harm was reported.